Event description:
It was reported that the implantable pulse generator (ipg) could not communicate with either a remote control or clinician programmer. Therefore, the patient underwent a procedure where the ipg was removed and replaced. There were no reported complications post operatively and the newly implanted ipg was functioning properly.